Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer called to report repeated low battery alarms and that the vibrate feature stopped working. The customer's blood glucose reading was unknown. The customer performed the self-test and it failed twice. Customer was informed that their device should be replaced.

Manufacturer narrative:
The insulin pump passed the unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. The device failed vibrate check on self-test due to broken blank wire on vibrator motor. The device had high idle current due to faulty lcd driver. No unexpected low battery or off no power alarms noted. The device was programmed with test minilink and the glucose sensor simulator. The device communicated properly with glucose sensor simulator and display the 100 value properly on display graph. The device was also programmed with test glucose meter. The device communicated properly and recorded the 3.8 mmoi/l value properly from glucose meter. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked battery tube threads and scratched reservoir tube window.